Manufacturer narrative:
Internal file number - (B)(4). The UDI is unknown because the part number and lot number was not provided. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. The reported patient effects of mitral stenosis and heart failure are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event, implant date: dates estimated. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article titled: "from the color to hemodynamic assessment: it is time to change the paradigm in judging mitraclip outcomes."

Event description:
This is filed to report mitral stenosis, recurrent heart failure,and prolonged hospitalization. It was reported through a research article titled "from color to hemodynamic assessment: is it time to change the paradigm in judging mitraclip outcomes," that identified mitraclip devices which may be related to mitral stenosis, recurrent heart failure, and prolong hospitalization. Specific patient information is unknown. Details are listed in the article. No additional information was provided.